Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/22/2014 with the following findings: evaluation revealed that the keypad cover is intact but the ok symbol is worn off. The ok button is intermittently unresponsive and the other buttons respond properly. Evaluation revealed that there was contamination found under all buttons. The battery compartment is cracked from the seal case to the top of the finger pad. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct serial number associated with this case is (B)(4) as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.